Manufacturer narrative:
Evaluation summary: the distal conductor was fractured, the proximal conductor was fractured, and the outer insulation was ruptured; full lead in segments returned and analyzed.

Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2004, 694765 lead, implanted (B)(6) 2011.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.